Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by using non-medical grade ups. The philips field service engineer (fse) inspected the system onsite and confirmed that the ups loses power when system powered on. During troubleshooting, the fse found that the internal batteries had gone flat due to aging. The hospital started using other non-medical grade ups temporarily. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's uninterruptable power supply (ups) loses power when the system is powered on, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.